Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation could not confirm the reported complaint and in-house testing was not able to reproduce the device failure. The device evaluation resulted in "no fault found." Review of the device logs showed that the device was due to a 2 year preventive maintenance. Battery testing found no issues with the battery. The battery was replaced as part of preventive maintenance. The device was serviced and returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a red screen and a battery failure error message . There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an extensive engineering investigation was performed. Review of the device logs found occurrences of "battery inoperable" alarm, power failure and device reset. Performance testing could not reproduce the device events. Based on all available evidence and previous investigations of similar complaints, the investigation determined that device events were due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a red screen and a battery failure error message . There was no patient injury reported as a result of this incident.